Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type catheter. Relevant device(s) are: product ID: 8731, serial/lot #: b007597n01, ubd: 04-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient currently receiving saline (9 mg/ml at 0.048 per day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that approximately a year ago (B)(6) 2018) the patient¿s catheter was accidentally cut during a spinal surgery. The surgeon who performed the procedure informed the patient¿s pump managing physician and the pump had been running with normal saline since. No patient symptoms were reported. Today (B)(6) 2019), the catheter was replaced, and the plan was to commence therapy at the post-op appointment in 2 weeks. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive; no injury¿. No further complications were reported/anticipated.